Manufacturer narrative:
The customer biomedical engineer troubleshot the issue with ge healthcare technical support. The logs were reviewed with only leak errors found. It was recommended to reload the software and monitor system operation. Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date received by manufacturer: this MDR malfunction event was previously eligible for the voluntary malfunction summary reporting (vmsr) program. As of 9/16/2019 notification from FDA, this product code is no longer eligible for vmsr. According to the notification, ge healthcare must submit individual reports within 30 calendar days of receiving the notification. Therefore, this event is being reported as an individual MDR report due 10/16/2019.

Event description:
The hospital reported that mechanical ventilation stopped during a case. There was no report of patient injury.

Manufacturer narrative:
Ge healthcare service supported the customer remotely. The system logs were reviewed with no errors or abnormal events identified. The customer has done a machine check and simulated ventilation. The apparatus was found to be working normally. There was no reportable malfunction identified.